Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that patient complained of recurrent dizziness. Loss of pacing was remotely identified on the holter ECG. As no pacing spikes were observed, pacing inhibition due to lead noise was suspected. A device follow-up was performed. One episode of noise was confirmed on the rv lead. Without extracting the lead, a new lead and device were implanted on the contralateral side. The concerned lead was left in situ.